Manufacturer narrative:
The technician replaced the sticking head up valve to repair the bed.

Event description:
Information received indicates the head up function will not work due to a sticking valve.